Manufacturer narrative:
This report is being submitted to update section h6 codes. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this lead was an attempted implant. During the procedure after multiple position attempts, intermittent loss of capture (loc) and high pacing thresholds were observed. The physician tried to reposition the lead multiple times, but the helix became entangled at the tip, preventing effective fixation. The procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this lead was an attempted implant. During the procedure after multiple position attempts, intermittent loss of capture (loc) and high pacing thresholds were observed. The physician tried to reposition the lead multiple times, but the helix became entangled at the tip, preventing effective fixation. The procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.